Event description:
It was reported that, "red aiming beam was exiting the fiber near the laser connection." Reporter stated that during lithotripsy, immediately after the physician depressed the laser footswitch, the nurse noted aimed beam exiting the fiber near the laser connection. The footswitch was immediately released and the fiber was replaced with a brand new fiber. Procedure was completed without further incident. No injuries were reported.

Manufacturer narrative:
All of the info on this form was completed by the MFR. Evaluation of the rpt'd device revealed some thermal damage on the distal end of the device. Performance test of device showed output to be within specification and no leakage of aiming or laser beam was observed. It should be noted that the hene beam being visible thru the buffer is completely normal and will always be visible when in use. The aiming beam is more apparent in low ambient light conditions and when the fiber is curved (other than straight). The intensity in low ambient light conditions and when the fiber is curved (other than straight). The intensity also depends upon the alignment of the aiming beam laser. None of the above has any negative affect on the functionality or safety of the ho: yag beam. Based on the above mentioned info, trimedyne was unable to confirm the rpt.